Manufacturer narrative:
Per visual inspection: front shell does not stay attached. Cracked cartridge holder. However, cartridge holder locks properly in place. Unit reached end of life. Inpen received with leadscrew 1/4 of the travel. Unable to perform functional test due to inpen reaching end of life. Cartridge holder is cracked. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. In conclusion: no communication to mobile device was confirmed due inpen reaching end of life. Cap anomaly was confirmed. Cartridge holder damage was confirmed. Unable to confirm dose log inaccuracy due to inpen reaching end of life. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported inpen application was not recording the exact doses dialed on the inpen. Troubleshooting was partially performed and later declined. It was found that the difference between the dose intended and the dose logged was always more than 0.5 units. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. The inpen was returned for analysis.